Event description:
Pt had sinus and intronasal surgery done. Three days later she complained of numbness of the right thigh at the area where the electrode pad was applied during the surgical procedure. There was no sign of a burn injury. The affected area was treated with hydrocortisone cream but was not effective. She was later referred to an orthopedic surgeon for further eval. The numbness was catergorized as transient and should disappear in a mo or two. As of now the pt still experiences slight numbness.